Event description:
Surgery date: 2003. Introperatively, x-rays were taken and the surgeon was not happy with the placement of the cage. During the attempted removal of the cage, the instrument slipped and tore the patients dura. The dura was repaired and the patient is ok. The surgery was completed without further complications.